Event description:
The patient's daughter reported that the needle button released prior to 24 hours on two of her mother's v-go's on (B)(6) and (B)(6). The daughter verified that the devices were thrown away.